Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The estimated longevity of the device has shown an abnormal decrease. Review of session records suggest the battery depletion is normal and the programmer may have given a false estimation. The device will be explanted and replaced.